Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis: no publication date: literature: greiner, s., haas, n.p, bail, h.j (2007). "Outcome after open reduction and angular stable internal fixation for supra-intercondylar fractures of the distal humerus: preliminary results with the lcp distal humerus system.¿ arch orthop trauma surg (2008) 128:723-729 german article. This report is for unknown plate, unknown quantity, unknown lot. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, greiner, s., haas, n.p, bail, h.j (2007). "Outcome after open reduction and angular stable internal fixation for supra-intercondylar fractures of the distal humerus: preliminary results with the lcp distal humerus system.¿ arch orthop trauma surg (2008) 128:723-729 german article. The study was based on a series of 14 consecutive patients who were operated on from (B)(6) 2006 for a distal intercondylar humerus fracture using the lcp distal humerus plating system. The purpose of the study was to evaluate the outcome of the lcp distal humerus plating system with both young patients with high energy trauma and older patients with diminished bone quality. The following complications were noted. One case of delayed union with subsequent revision surgery. Three cases of transient ulnar nerve irritation. Three patients reported pain. Loss of range of motion reported in all patients. This report is for an unknown humeral plate.